Event description:
It was reported to philips that the system's footswitch was having intermittent connection issues. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was completed as planned as issue was intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch had intermittent connection issues. Upon troubleshooting, fse found that the wireless footswitch did not charge. To resolve the issue, fse replaced the wireless footswitch and returned it to philips for further analysis. The analysis of wireless footswitch 3p showed that all anti slip rubbers are gone, and bracket was loose, and the cause of the wireless footswitch failure could not be conclusively determined. However, after replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the same footswitch as the issue was intermittent during the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.